Event description:
Pt mother called to report pt infusion is leaking at needle site, unsure if due to needle set or if tubing is too fast. Pt is sitting still; needle is in all the way. I suggested to reinsert a new needle to see if this would help. Pt's mother will attempt and call back if still having leaking issue. No other information known. Patient did not miss a dose or report any adverse events. Patient does not have the detective product on hand. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.